Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery the nim vital had interference with pace maker and making the system go off in line. The site moved the system to the top of the patient¿s right shoulder (the acromion) and issue not resolved. The procedure was extended less than one hour. There was no patient impact.

Manufacturer narrative:
H6: the fdc code d1102 has been updated. The previously updated fdc code d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that upon inspection, the representative verified that the system was fully operational; the reported problem was due to staff improperly docking the monitor arm. The representative also provided the team with instructions on properly preparing the system for a procedure to prevent recurrence of the reported issue.